Manufacturer narrative:
PMA/510(k): p050017/s006. Device evaluation: the zfv6-80-8-10.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised from the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions or a known potential adverse event. From the study, the cause or contributing factor of the occlusion was due to advancing peripheral artery disease. Also, as previously noted, ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, initial stent placement was on the (B)(6) 2024. The patient presented with suspected right stent occlusion on the (B)(6) 2024, surgical intervention was required as a result of this occurrence resulting in hospitalisation or prolonged hospitalisation. The event was reported to be resolved on the (B)(6) 2024.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6)2025.

Manufacturer narrative:
Device evaluation the zfv6-80-8-10.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised from a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists the following potential adverse event: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions or a known potential adverse event. From the study, the cause or contributing factor of the occlusion was due to advancing peripheral artery disease. Also, as previously noted, ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, initial stent placement was on (B)(6) 2024. The patient presented with suspected right stent occlusion on (B)(6) 2024, surgical intervention was required as a result of this occurrence resulting in hospitalization or prolonged hospitalization. The event was reported to be resolved on (B)(6) 2024.

Event description:
Supplemental correction report is being submitted to update the investigation evaluation notes on 4 jun 2025.

Event description:
Date of procedure (B)(6) 2024. Right leg study leg. 1 study device implanted in 1 lesion. Pre, peri and post procedure antiplatelet/anticoagulant taken. No adverse events occurred during the procedure. Lesion 1. Right study leg. Placed in iliac. De novo lesion stenosed (50-99%). Reference vessel diameter 7-7.9mm. Zfv6-80-8-100 placed. 8 french guiding catheter used (pr (B)(4)). 0.035 inch guidewire used. (B)(6) 2024 onset date urosepsis with hyperkalemia in acute renal insufficiency; peripheral arterial vascular disease stadium 3 with suspected right stent occlusion. 04-apr-2024 date of site knowledge. Vascular event. Occlusion requiring intervention. Intervention of digital subtraction angiography. Led to hospitalisation or prolongation of patient hospitalisation. Site determined possible relationship to study device and not related to study procedure due to pre-existing conditions. (Pr (B)(4)) this file will capture the occlusion 26-mar-2024.

Manufacturer narrative:
PMA/510(k): p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.